Event description:
This rv lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2012 due to noise. Sensing, threshold and impedance were acceptable. The physician was dr. (B)(6) at (B)(6)medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).